Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Scanlon, m., bendel,m.a., gazelka,h.m., hoelzer,b., hooten, m., moeschler,s., lamer,t.j. Surgical site infections in cancer patients with intrathecal drug delivery (10272). (B)(6). 2015. 74. Summary: intrathecal drug delivery systems (idds) are implanted in cancer patients primarily for intractable pain that is refractory to medical management. Cancer pain has been shown to be significantly improved by idds compared to medical therapy (ref: smith et al. Annals of oncology 16: 825-833, 2005). The reported incidence of infectious complications following idds placement varies from 2 - 8% and frequently requires prolonged antibiotics and device removal (ref: engle et al. Pain physician 16: 251-257, 2013). There is limited data to describe the incidence of surgical site infections (ssi) involving intrathecal pump placement in immunocompromised cancer patients. Reported events: sixty-four patients were identified who had intrathecal pumps implanted between the years 2006 and 2013. There were 5 (7.8%) patients who developed surgical site infections. All five of these patients had received chemotherapy or radiation within 2 months of implantation. Four of the 5 were on dexamethasone. Two patients also had concomitant infections at time of idds placement. Four of the 5 patients required explantation of the intrathecal devices.